Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d8, h6, and h10. Device history review (DHR): the lot number provided is an olympus surgical technologies (osta) lot number assigned during packaging of the product. The osta lot number corresponds to multiple ipg (supplier) lot numbers and cannot be traced to a specific ipg lot number without the return of the product. As a result, the ipg lot number is not available at this time so a DHR review cannot be performed. Conclusion: the device was not returned to olympus. Because the device was not returned a root cause of the fiber breaking was unable to be determined.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a ureteroscopy with laser lithotripsy procedure using a 200 micron tfl ball tip single use laser fiber, the physician was holding the fiber between his thumb and index fingers and feeding the fiber in and out of the ureteroscope to break the stone, at which time, the fiber broke, and the physician stated he was burned. The physician was using the default settings during the case. It could not be confirmed if the physician had increased the settings at any point during the procedure. After the fiber broke, a second fiber was opened and the procedure was completed as planned with no impact to the patient. At the conclusion of the procedure, the physician removed his gloves and was found to have a very small area of blanching on his thumbnail, and a very small area of blanching on his index finger tip. The physician did not require any medical or surgical intervention as a result of this occurrence.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in b5 and d10.

Event description:
Additional information: the customer reports they submitted voluntary mw5103567 to report this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A packaging device history record (DHR) was obtained for the lot of this device. The packaging DHR revealed that this device was packaged in a lot without any rejected quantities on 27apr2021. Olympus will continue to monitor the field performance of this device.